Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an error occurred when connecting the machine. Machine connection error. Per follow up information received via ibc on 30may2025, stated that patient involvement was unknown.

Event description:
It was reported that an error occurred when connecting the machine. Machine connection error. Per follow up information received via ibc on 30may2025, stated that patient involvement was unknown.

Manufacturer narrative:
The reported event was unconfirmed. Received 2, 3-way temp sensing catheters with cut portions of inlet tubing and 2 straight tipped syringe. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.